Event description:
A 43-yr old female found unresponsive in room. Attempted to suction pt during resuscitation and unit would not suction. Unit was reviewed and it was noted that tubing was connected to different port. No adverse outcome was noted to the pt. Resuscitative measures were successful.